Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The patient's peritoneal dialysis nurse reported that the patient reported air in the cycler tubing and when he opened the cycler door, the cassette was leaking. No patient harm or adverse event was reported. It is unknown if the cycler alarmed. Follow up with the patient¿s nurse reported that the patient did not have or experience any complications as a result of the alleged event. The patient did not complete treatment but did resume on the replacement cycler. The patient was prescribed prophylactic antibiotics. The patient discarded the cycler set. No new event alleged.